Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending.

Event description:
On 06 may 2009, the sales rep reported that during surgery on (B)(6) 2009, the surgeon was attempting to back out a screw the surgeon had already implanted into the pt using the sequoia dorsal height and revision tool when a piece of the tip of the instrument broke off. The piece that chipped off was located and the surgeon then used a screw driver to back out the screw. Additional info received on 01 jun 2009, via telephone. The sales rep clarified that during surgery, the surgeon was attempting to back out the screw a little and the surgeon used the dorsal height adjuster when a piece chipped off outside of the wound. The surgeon used the screw driver to back out the screw a little. The screw stayed implanted. There was no surgical delay. The malfunction has resulted in intervention in the past.